Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was in a motorcycle accident due to low blood glucose and was hospitalized. The blood glucose reading was 90 mg/dl. The customer had been wearing the insulin pump at the time of the event, and it was removed at that time. The customer was unsure if the programming was accurate and was advised to call back from his doctors appointment to assist with setting up the insulin pump. The customer reported that he is hypoglycemic unaware.